Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient was under anesthesia during laparoscopic surgery, when a member of the clinical staff observed that the patient was pale and that the ECG curve on the patient monitor was a flatline. A carotid pulse was not found, and the surgeon was unable to find any femoral pulse (in the groin). The belly was emptied of co2. Propofol and remifentanil were switched off. The 1 mg of adrenalin was administered and CPR was initiated. Cardiac compressions were started and the patient looked pale. The ECG flatline showed a frequency of zero, even during CPR. A defibrillator was obtained and the pads were connected. The ventilator showed a co2 curve during the whole occurrence. It was observed that the spo2 was 100% and there was a pulse curve, but compressions were ongoing. When the pads were connected, there was a curve on the defibrillator with a heart rate frequency around 60 bpm. The ECG curve on the patient monitor was still flat and showing a frequency of 0. A carotid pulse was found. An arterial line was inserted,the blood gas was ok. The patient was subjected to compressions for 8 minutes. The customer suspected that the patient never suffered from an asystole, but that there was an equipment failure. A heart rate of 0 was registered from 09:59 to 10:07. During the same period, the pulse and saturation was registered all the time on the pulse oximeter. The patient was subjected to heart compressions for 8 minutes although this may not have been necessary.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to further investigate the reported event. It was found that the event occurred two months prior to the customer reporting the issue, and the alarm review was no longer available on the monitor. As the device was not connected to a central station, no alarm logs could be provided by the customer for further evaluation. It remains unknown whether an inop was displayed on the monitor or whether an alarm was announced at the time of the occurrence, this information was not made available by the customer. The customer was using philips ECG cables and lead sets. The customer stated that they had exchanged the ECG lead set after the occurrence and had found fluid that had entered the lead set from the ventricle probe. The connection was clearly moist. The lead set with the fluid ingress was discarded by the customer and an evaluation of the set was no longer possible. No further information regarding the type of ECG lead set used was made available, and the product number remains unknown. The customer exchanged the involved ECG lead set, as it showed signs of fluid ingress, which resolved the reported issue. The monitor was tested and found to be working as intended. The product remains at the customer site. The monitor worked as intended during the onsite testing, however, due to the lack of relevant information from the monitor, measurement server, and ECG lead set, a malfunction of the device at the time of the event cannot be ruled out. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.